Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 16740430/16688659/1051689. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17589989/5076466/5076690.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a lead explant procedure.